Event description:
The customer reported that the cocking mechanism is broken and is requesting service. The customer recognized the broken cocking mechanism and there were no breast biopsy scheduled. The st holster is used with a fischer system.